Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited low pacing impedance. No intervention was performed. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.